Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception". The patient's past medical history included colonoscopy (abnormal pap smear) in (B)(6) , multigravida, parity 2 (date of births: (B)(6) 1998; (B)(6) 2010), recurrent abortion, nausea, backache, bloating, weight gain, dysmenorrhea, pap smear abnormal, anxiety disorder, bipolar disorder, recurrent uti, anogenital herpes, hypothyroidism, uterine bleeding, pelvic pain and adhd. Previously administered products included for an unreported indication: tri sprintec from (B)(6) to (B)(6) , birth control pill from (B)(6) to (B)(6) and mirena. Concurrent conditions included night sweats, menopause, constipation and menses irregular. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and migraine ("migraines/ headaches"). On an unknown date, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), amnesia ("loss of memory"), menstruation irregular ("irregular periods"), hypoaesthesia ("numbness of limbs"), night sweats ("night sweats"), hot flush ("heat flashes"), pyrexia ("fevers"), breast tenderness ("breast tenderness"), constipation ("constipation"), dysgeusia ("metallic taste in mouth"), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), mood swings ("mood swings"), heart rate irregular ("irregular heartbeat"), back pain ("back pain"), nausea ("nausea"), alopecia ("hair loss"), urinary tract infection ("uti's"), myalgia ("muscle aches"), feeling abnormal ("brain fog"), investigation noncompliance ("did not undergo essure confirmation test") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, abdominal pain and migraine had resolved. At the time of the report, the fatigue, depression, night sweats, breast tenderness, dysgeusia, urinary tract infection, feeling abnormal and abdominal distension was resolving and the anxiety, weight increased, amnesia, menstruation irregular, hypoaesthesia, hot flush, pyrexia, constipation, gastrooesophageal reflux disease, insomnia, mood swings, heart rate irregular, back pain, nausea, alopecia, myalgia and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, breast tenderness, constipation, depression, dysgeusia, fatigue, feeling abnormal, gastrooesophageal reflux disease, heart rate irregular, hot flush, hypoaesthesia, insomnia, investigation noncompliance, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, pelvic pain, pyrexia, urinary tract infection and weight increased to be related to essure. The reporter commented: number of expanded coils that appeared trailing into the uterine cavity was 4 and 5 most recent follow-up information incorporated above includes: on 30-oct-2018: reporter, lot number, historical and concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception". The patient's medical history included colonoscopy (abnormal pap smear) in 2012, multigravida, parity 2 (date of births: (B)(6) 1998; (B)(6) 2010), recurrent abortion, nausea, backache, bloating, weight gain, dysmenorrhea, pap smear abnormal, anxiety disorder, bipolar disorder, recurrent uti, anogenital herpes, hypothyroidism, uterine bleeding, pelvic pain and adhd. Previously administered products included for an unreported indication: tri sprintec from 2011 to 2013, birth control pill from 2010 to 2013 and mirena. Concurrent conditions included night sweats, menopause, constipation and menses irregular. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and migraine ("migraines/ headaches"). On an unknown date, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), amnesia ("loss of memory"), menstruation irregular ("irregular periods"), hypoaesthesia ("numbness of limbs"), night sweats ("night sweats"), hot flush ("heat flashes"), pyrexia ("fevers"), breast tenderness ("breast tenderness"), constipation ("constipation"), dysgeusia ("metallic taste in mouth"), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), mood swings ("mood swings"), back pain ("back pain"), nausea ("nausea"), alopecia ("hair loss"), urinary tract infection ("uti's"), myalgia ("muscle aches"), feeling abnormal ("brain fog"), investigation noncompliance ("did not undergo essure confirmation test") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, abdominal pain and migraine had resolved. At the time of the report, the fatigue, depression, night sweats, breast tenderness, dysgeusia, urinary tract infection, feeling abnormal and abdominal distension was resolving and the anxiety, weight increased, amnesia, menstruation irregular, hypoaesthesia, hot flush, pyrexia, constipation, gastrooesophageal reflux disease, insomnia, mood swings, heart rate irregular, back pain, nausea, alopecia, myalgia and investigation noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, breast tenderness, constipation, depression, dysgeusia, fatigue, feeling abnormal, gastrooesophageal reflux disease, heart rate irregular, hot flush, hypoaesthesia, insomnia, investigation noncompliance, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, pelvic pain, pyrexia, urinary tract infection and weight increased to be related to essure. The reporter commented: number of expanded coils that appeared trailing into the uterine cavity was 4 and 5 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2018: quality-safety evaluation of ptc incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colonoscopy (abnormal pap smear) in 2012, gravida ii, parity 2 (date of births: (B)(6) 1998; (B)(6) 2010) and recurrent abortion. Previously administered products included for an unreported indication: birth control pill from 2010 to 2013 and tri sprintec from 2011 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and migraine ("migraines/ headaches"). On an unknown date, the patient experienced fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), amnesia ("loss of memory"), menstruation irregular ("irregular periods"), hypoaesthesia ("numbness of limbs"), night sweats ("night sweats"), hot flush ("heat flashes"), pyrexia ("fevers"), breast tenderness ("breast tenderness"), constipation ("constipation"), dysgeusia ("metallic taste in mouth"), gastrooesophageal reflux disease ("acid reflux"), insomnia ("insomnia"), mood swings ("mood swings"), heart rate irregular ("irregular heartbeat"), back pain ("back pain"), nausea ("nausea"), alopecia ("hair loss"), urinary tract infection ("uti's"), myalgia ("muscle aches"), feeling abnormal ("brain fog"), investigation noncompliance ("did not undergo essure confirmation test"), treatment noncompliance ("she did not use birth control or contraception") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, abdominal pain and migraine had resolved. At the time of the report, the fatigue, depression, night sweats, breast tenderness, dysgeusia, urinary tract infection, feeling abnormal and abdominal distension was resolving and the anxiety, weight increased, amnesia, menstruation irregular, hypoaesthesia, hot flush, pyrexia, constipation, gastrooesophageal reflux disease, insomnia, mood swings, heart rate irregular, back pain, nausea, alopecia, myalgia, investigation noncompliance and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, back pain, breast tenderness, constipation, depression, dysgeusia, fatigue, feeling abnormal, gastrooesophageal reflux disease, heart rate irregular, hot flush, hypoaesthesia, insomnia, investigation noncompliance, menstruation irregular, migraine, mood swings, myalgia, nausea, night sweats, pelvic pain, pyrexia, treatment noncompliance, urinary tract infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - case upgraded as incident and valid from invalid. New event ¿severe pelvic pain, severe abdominal pain, migraines/ headaches, fatigue, depression, anxiety, weight gain, loss of memory, irregular periods, numbness of limbs, night sweats, heat flashes, fevers, breast tenderness, constipation, metallic taste in mouth, acid reflux, insomnia, mood swings, irregular heartbeat, back pain, nausea, hair loss, uti's, muscle aches, brain fog and did not undergo essure confirmation test and she did not use birth control or contraception, bloating were added. Event ¿severe and permanent injuries¿ was deleted. Product implant date was updated. Historical and concomitant conditions were added. Lab data was added. New reporter was added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.